Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s hypervolemia, characterized by dyspnea, which warranted evaluation in the ER and pd therapy prescription changes. The cause of the patient¿s dyspnea was due to the patient¿s hypervolemic state. Given the changes made to the patient¿s pd prescription following the hospital evaluation, the patient¿s hypervolemia can be attributed to changes in the patient¿s physical condition which necessitated additional fluid removal. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). Hypervolemia is a common and often preventable process. Dialysis prescriptions may require adjustment(s) due to changes in the patient¿s condition, such as cardiovascular status, functionality of the patient¿s peritoneal membrane or fluctuations in the patient¿s residual renal function. Based on the information available, the liberty select cycle can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, or malfunction occurred. Therefore, the liberty select cycler can be excluded as the cause of the patient¿s adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for shortness of breath. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was taken to the emergency room (ER) for evaluation due to dyspnea. The pdrn stated the patient was hypervolemic, however radiological studies did not indicate fluid overload. The patient¿s nephrologist was consulted, and the patient¿s number of exchanges was increased from 5 to 6. Additionally, a 4.25% delflex solution was permanently added to the patient¿s nightly continuous cyclic peritoneal dialysis (ccpd) prescription. The patient¿s abdomen was drained while at the hospital, and they were discharged home later the same day. The pdrn reported the patient was evaluated at the home therapy clinic today five days later, and has recovered from the events. The patient continues to undergo ccpd utilizing the same liberty select cycler as before the events. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s).